Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-23. H6: investigation summary: bd received 1140 samples from the customer in support of this complaint. The 1140 samples were visually inspected with no issues being identified. Furthermore, 10 sample tubes, along with 10 retention samples from the bd inventory, were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tube underfilled. Sample was recollected. The following information was provided by the initial reporter: customer states tube is not filling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tube underfilled. Sample was recollected. The following information was provided by the initial reporter: customer states tube is not filling.